Event description:
It was reported the device was used during the removal of a polyp from the cecum. It was reported the device would not fire. Another tsw35 was used and worked when fired. There was no consequence to the pt.